Manufacturer narrative:
The lens was received, device evaluation is anticipated but not yet begun. The lens met all manufacturing specifications prior to release. All information currently available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
Visual inspection of the returned optic piece showed heavy damage and scratches. These results suggest this event is not related to the manufacturing process but instead to an excessive force and/or handling by the end user the lens met all manufacturing specifications prior to release. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The account reported a multifocal intraocular lens was replaced one week after implant due to the surgeon's observation of a scratch on the lens optic. There was no patient injury and the incision was not enlarged to remove the lens.